Event description:
Subsequently, physician has reported, "no complaint against the device". Device has been explanted and replaced with another manufacture's device. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Patient reported, "these second prostheses that I am wearing now have broken again, this time extracapsular, and in addition, two silliconomas have appeared in my armpit." Device has been explanted. This relates to the right side.